Event description:
Customer reported obtaining a glucose reading by pressing buttons on her freestyle freedom lite meter. Adc customer services advised customer that pressing the button is not necessary for testing the blood glucose level and referred customer to appropriate pages in users guide/ operators manual for assistance. Customer further reported because she was not able to read the meter correctly, she experienced symptoms of sickness, weakness, dizziness and regurgitation. Customer also reported having a mertha infection. Customer further reported going to a health care facility where she was diagnosed with severe hyperglycemia and treated with insulin medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. This case involves training issues and does not involve a product malfunction. No further investigation is required.